Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4). Method: device work order search. Results: a device work order search was performed and one similar complaint was found within the work order. Conclusion: based on the complaint history, device work order search, a specific root cause of the event could not be determined. (B)(4). Device not returned.

Event description:
The reporter indicated that the surgeon used a ks-1 aq20107v 19.5 diopter preloaded injector. Prior to implantation, there was resistance when handling screw plunger. The lens became blocked in the injector. The posterior haptic was irregular. There was no patient contact. Lens was not implanted and there were no adverse events reported. Cause of this incident is unknown.